Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Index surgery 2011, old aequalis cemented anatomic stem and aequalis keeled glenoid. Done for implant loosening on glenoid side. Cemented stem was still well fixed. Suspected infection.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected devices were not returned. Photos of explanted devices are not sufficient to carry out product inspections. No significant defects could be noticed on the devices implanted for 14 years. The lot/serial number of the aequalis cemented stem is not visible on the pictures. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Index surgery 2011, old aequalis cemented anatomic stem and aequalis keeled glenoid. Done for implant loosening on glenoid side. Cemented stem was still well fixed. Suspected infection.